Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that the insulin pump alarmed button error. She explained that there was a button error alarm on (B)(6) 2014 and on (B)(6) 2014. The mother was unsure if the device was exposed to moisture or a button was pressed for 3 minutes or longer, but she stated they were able to clear the alarm and the buttons are functioning. She also mentioned that the insulin pump made a strange noise during bolus delivery. Blood glucose value the morning of the call was 141 mg/dl. It was advised to monitor the device and call back if issue happens again.